Manufacturer narrative:
Sections d4 catalog number and primary UDI number were updated. No further data or information was received for the investigation. Based on the information provided, the cause of the event could not be determined. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination, and other findings. There is no information to reasonably suggest a performance issue with the assay.

Event description:
The initial reporter questioned a positive result for 1 patient tested for elecsys hsv-2 igg (hsv-2 igg) on an unspecified instrument. The hsv-2 igg result was 3.80 (positive). The patient was asymptomatic and is known to be hsv-1 igg positive.

Manufacturer narrative:
The instrument type and serial number were not provided.